Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. This report is related to the following reports reference numbers: (B)(4). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device presented error e226 and e228, and the monitor screen turned black for a few seconds, there was no more visibility of the operation field. The event was identified during an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: b5, d8, d9, h2, h4, h6, h11. Based on the results of the investigation performed based on provided information, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.